Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4), UDI#: analysis of the wireless recharger wr9200 (serial #: (B)(6)) revealed that the recharger was unresponsive. Led#s scroll continuously unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (activa rc), used in conjunction with a deep brain stimulation implantable pulse generator (ipg), was not working. The battery indicator light was flashing continually, and attempts to reset the device and press the power button did not resolve the issue. Troubleshooting steps were reviewed, but the problem persisted. A request was sent to the repair department for replacement and return. No patient complications have been reported as a result of this event.